Manufacturer narrative:
No signs of handpiece having external damage. Upon internal inspection, noticed outside diameter on bottom stage bearing disbonded. No vissual damage to surrounding componets. The bottom stage leadscrew bearing appeared to have a minimal amout of adhesive applied.

Event description:
It was reported to the company that a trained clinician treated a patient with the ellacor system (B)(6) 2023. The company was notified on (B)(6) 2023 by physician noticed patient having striping or odd pattern on upper lip post treatment.